Event description:
The customer reported ind (indeterminate) and suppressed total beta human chorionic gonadotrophin (tbhcg) results for quality control and two patient samples involving synchron lxi 725 system. During troubleshooting, it was determined the customer had misloaded a bhcg reagent pack onto the carousel. The reagent pack displayed on the system software was not physically on board. Beckman coulter, inc. Customer technical support (cts) advised the customer to discontinue use of the unit and not to release any tbhcg2 results until the reagent inventory was corrected. The customer was advised to load a new reagent pack on the system and perform control tests prior to testing patient samples. The erroneous patient results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The cause of the event is unknown.